Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 208 mg/dl. The customer stated that they received replacement pump after button error. Troubleshoot was performed and was advised to follow up with health care professional if current settings need to be changed. The customer had successfully programmed pump. The insulin pump will not be returned for analysis.